Manufacturer narrative:
The device was received for evaluation with approximately 19ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The reporter stated that after the expected four days of infusion, solution remained in the device. The device had been filled with albumin and sodium chloride, and was connected to the patient¿s central line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.